Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: unable to perform complaint lot history check due to an unknown lot number for does not attach as intended. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (nano pro pen needle, does not attach as intended) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review check due to an unknown lot number for does not attach as intended. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32 g 4 mm hp 100 box 1200 us do not attach as intended. This was discovered during use. The following information was provided by the initial reporter: material no. 320550, batch no. Unknown. It was reported that pen needles do not attach to pen needle. Verbatim: pharmacist called on consumers behalf. Stated, consumer is complaining he does not like the 2nd gen, claiming he cannot attach them to his insulin pen. Pharmacist stated, she asked the consumer to come in to store so she can assist but he declined. Pharmacist stated, she thinks the consumer just wants to return the product because its different. Stated, if she hears back from consumer, she will try to assist him with how to use.